Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Unit not received in critical pump error (open book image), however unit received with partial white display with bleeding lcd glass due to corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to display anomaly. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, corrosion on force sensor assembly, moisture damage on motor assembly and corrosion in battery tube.